Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of the carrier failure to retract.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of prolapse. During procedure, the metal sheath would not retract back from the dart after it was released from the trigger. The procedure was completed with another capio slim device. There were no patient complications as a result of the event.